Event description:
Customer reported that she was hospitalized for high blood glucose and dka. Customer stated that she had an infection in foot. Customer also stated that the cannula was bent at the time she removed it. During troubleshooting customer indicated that she had received a motor error alarm.